Event description:
The male patient reported that his cardiologist has confirmed scar tissue forming inside the cypher stent he had implanted almost 4 years ago. He has no shortness of breath or any other side effects. His physician has suggested the implant of another stent, but the patient has refused. During follow-up with the patient, the patient stated that the cypher is placed in the prox lad. The patient received the cypher after a heart cath observed an 80% blockage. A week after the scar tissue was discovered, the patient underwent triple bypass surgery because the stent was completely closed from scar tissue. The two arteries distal to the stent were 80 and 60 percent blocked.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.